Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor driving tube, lot number 00029425, was used from 10/14/2015 to 3/1/2016 (140 days). Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing. The driving tube split at a known position near the transition from the thicker to the thinner segment. This area of the driving tube is where the most stress is applied by external forces during use. Excessive external forces can cause a split in the driving tube. Based on findings of similar complaints, manufacturer has implemented a corrective action and changes were approved by the FDA reference # h100004 / s011. The lot 00029425 was manufactured prior to this change.

Event description:
The site contacted berlin heart clinical affairs (ca) to inform that they heard a hissing noise coming from the drive line. Ca suggested to change the drive line. The drive line was changed without incident. The site reported that after the drive line change the hissing noise stopped and small crack was found in the old driving tube near the connection at the pump. The pump was fully filling and ejecting throughout the event and there was no untoward effect to the patient.

Manufacturer narrative:
Corrected manufacturing date from 11/21/2016 to 11/21/2013.